Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR): review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014. A post hysteroscopy was performed and everything looked good. The physician noted a small indentation in the fundus, but noted there was no perforation". No intervention was required and the pt was discharged home. The following day the pt reported to the hospital. She had "group b strep, endometritis and sepsis. The pt was admitted and treated with antibiotics (type unk). On the third day the pt was not responding to the antibiotics and she was transferred to another hospital where a physician performed a hysterectomy. On (B)(6) 2014, it was reported that the pt was discharged home shortly after the hysterectomy and is doing fine.